Event description:
Country of complaint: (B)(6). Inner foil welded to outer foil, sterile withdrawal can not be guaranteed.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 2 unopened pouches. There are no previous complaints of this code batch. There are no units in stock. We have opened all closed packs received and the aluminum pouch was not stuck to the outer paper foil. All packs have been opened correctly. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventative actions: not applicable.